Event description:
It was reported that the patient reportedly tripped on walker and fell resulting in a fracture and subsequent dislocation. Mdm components were revised to a constrained construct and fracture reduced with dall-miles trochanter grip plate and cables.

Manufacturer narrative:
An event regarding dislocation involving an adm liner was reported. The event was not confirmed. The reported device was not returned for evaluation. Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided. Device not available.